Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 16 june 2020: lot 090854: (B)(4) items manufactured and released on 25-may-2009. Expiration date: 2014-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event since 2016. Preliminary investigation performed by medacta r&d hip project manager: explant covered in biological fluids with signs of extraction on the taper. Clinical evaluation performed by medacta medical affairs director: hip revision surgery performed more than 12 years after cementless total hip arthroplasty in a (B)(6) year old man. Radiographic image provided shows the radiological stem loosening. According to the report, the stem subsided in the femur but this cannot be confirmed on the basis of the single partial image provided. The reason for this event cannot be determined.

Event description:
Revision surgery performed 12 years and 5 months after the primary surgery due to pain caused by stem mobilization (scintigraphy showed also radiolucency). In the end of (B)(6), the stem goes down and the pain is unbearable for the patient. The surgeon revised the stem (amistem c) and ball head (ceramic 32 l) and implanted mectaplug size 1.